Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Red status indicator flashing and beeping. No patient involved.

Event description:
Red status indicator flashing and beeping. No patient involved.

Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the (B)(6) 2016. Upon receipt the device was found to be failing self-tests due to a speech chip label mismatch error. Visual inspection revealed the membrane tail was not correctly aligned within the j11 connector. This had resulted in the misalignment of the j11 pins with the membrane tail tracks, which subsequently caused the speech chip label mismatch. The user would have been alerted a ¿warning, device service required¿ prompt alongside a flashing red status indicator and failure chirp. Furthermore, the device could not be powered on via the on/off button. Heartsine records indicate the device had performed to specification throughout testing on the (B)(6) 2016. This would indicate the membrane tail had made enough contact with the j11 pins at that time. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 500p.